Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent excision of vulvar cyst left labia minora and majora on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with cysto due to sui. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent partial mesh explantation on (B)(6) 2012 due to mesh erosion, pain and sui.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent lap. Cholecystectomy with lap. Intraoperative cholangiogram, lap. Lysis of intestinal adhesions, egd with hot forcep biopsy on (B)(6) 2009 due to cholecystitis and upper abdominal pain. It was reported that patient vaginal wall repair, cystoscopy with macroplastique transurethral injection on (B)(6) 2012 due to vaginal mesh erosion and severe isd stress incontinence. No additional information was provided.